Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture behind the display and there was no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/28/2017 with the following findings: a review of the black box showed unexplained power on resets and power on resets after a replace battery alarm. Moisture was found behind the display lens. No moisture/corrosion was found in the battery compartment. The battery cap was not returned. A test battery cap was able to fit to maintain an electrical connection. The test battery cap was used to complete a 24 hour duration test. No power on resets were duplicated. A leak was found in the battery compartment. The pump cover was removed to find internal moisture on the printed circuit board and internal components. Unrelated to the original complaint, the battery compartment was cracked above and below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.